Manufacturer narrative:
It was reported that the patient expired. The patient's expiration date and the actual cause of death are unknown at this time. Investigation of this event is ongoing.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause of the left iliac artery tear is unknown; however, the event was not considered to be related to a malfunction of the device. We can speculate that there may have been vessel calcification and tortuosity not appreciable on imaging that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, upon the insertion of the 23mm retroflex3 (rf3) dilator the left iliac artery tore and had to be repaired by placing a graft. As the patient was stable, the procedure continued without further issues by inserting a rf3 sheath through the graft. After removing the sheath the surgeon sewed the graft to the iliac. The patient was transferred to the ICU in stable condition. The patient¿s access vessel minimum luminal diameter measured 8.1mm, with mild calcification and mild tortuosity. There was no more resistance than usual when inserting the dilators. The cause of the event is unknown.

Manufacturer narrative:
Additional information was received that after the vascular repair, the patient was transferred to ICU in stable condition, but later that night became hypotensive and was found to have internal bleeding. The patient was taken back to the or and per the operative report, severe post operative bleeding in the abdomen and left groin was found. There was no specific injury identified, the bleeding was coming mostly from the graft and the retroperitoneal tissue. In the following days the patient¿s condition continued to deteriorate and she passed away 11 days after tavr. The cause of death was multi-organ failure and was considered to be a consequence of the severe blood loss related to the vascular complication.